Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device following a minor head injury (date not reported). Hardware exchange attempts were made; however, the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.